Event description:
It was reported that while using a cleo® 90 infusion set, the patient was experiencing high blood glucose since the previous day. Patient performed a complete supply change, but was still experiencing high blood glucose levels. The blood glucose level was reported as 497. Patient acknowledges that the cannula may have been bent while inside the body. Patient corrected through pump and syringe. High blood glucose issue was finally resolved when patient changed the site. No adverse health outcomes were reported from this event.